Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint for evaluation, but evaluation has not been completed as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) bipolar energy output was not working. The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Before calling the tse, the site tried two different instruments and energy cables, but the bipolar issue was not resolved. The issue occurred on both bipolar ports of the iesu. The tse confirmed error m-02 in the logs. The tse had the site power cycle the iesu and use a new energy cord one more time, but the issue persisted. The iesu monopolar energy output was normal. The site continued the procedure without bipolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The erbe was returned for failure analysis, and the reported problem was not able to be confirmed using logs. Upon visual inspection the dark grey portion of the bezel had some discoloration near the right side of the monopolar ports. Otherwise, the unit was in good condition. Upon powering on the unit error m-02, m-03 appeared, though the unit cauterized all ports, though instrument interface (iif) 1-4 were missing from info tab in service menu. The probable root cause of this issue is attributed to erbe errors such as m-02 which may be caused by temperature related issues on the erbe integrated electrosurgical unit (iesu) processor.